Manufacturer narrative:
(B)(4). Method: film. Results: occlusion. Tortuous common iliac arteries. Conclusion: tortuous common iliac arteries.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 54 mm diameter abdominal aortic aneurysm and fusiform bilateral iliac aneurysms approximately two months ago. The aortic neck was 23 mm in diameter and 20 mm in length. The right iliac artery was 15 mm in diameter and the left iliac artery was 14 mm in diameter. The right femoral artery was 16 mm in diameter and the left femoral artery was 9 mm in diameter. The common iliac arteries were tortuous. It was reported that during the one month follow up appointment it was noted that the ipsilateral limb was kinked/occluded. It is unknown why it was kinked. An occlusion of the contralateral limb was noted upon the film evaluation. The patient was successfully treated with self expanding stents. No additional clinical sequelae were reported and the patient is fine. Review of returned films pre-implant show a relatively straight neck. The aaa measures 5.5cm maximum. The distal aorta is approximately 4cm in diameter. The right iliac is mildly tortuous; however the left iliac is moderately tortuous at the origin of the left common iliac. Images at implant or post-implant, and the location of the occlusion/kink, were not provided. The cause of the occlusion could not be determined. Other than the tortuous left iliac, the anatomy appears straightforward. A review of returned films pre-implant show a relatively straight neck, 5.5cm aaa, and the distal aorta is approximately 4cm in diameter. The left iliac is acutely angulated (approximately 90degrees laterally) near the origin of the left common iliac artery. Two recently performed angio video's (unknown dates) were reviewed. Angio image showed that the left/contralateral limb was positioned into the left common iliac artery. The contralateral limb appears kinked near the 2nd most distal stent, and the left limb was completely occluded beginning above the gate the ipsilateral limb is straight and appears to have good flow. Angio image shows that a stent has been placed across the kinked portion of the contralateral left limb; extending approximately 2cm distally. The stent graft is still kinked; however, contrast is now seen flowing through the previously occluded limb, although it is not as strong as the right ipsilateral limb and there still appears to be thrombus within the limb. The exact cause of the occlusion is uncertain, however, it appears likely that the tortuous left iliac artery, seen in the pre-implant films, may have contributed.